Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was drawing excessive current and was unable to power on. The cause for the failure was isolated to damaged traces on the defibrillator pca and computer/analog (c/a) board. The trace at connector j1002 on the c/a board and the trace at processor u17 on the defibrillator board were physically damaged. The damage traces resulted in multiple components being damaged on the c/a board. The root cause for the damaged traces could not be positively identified. The monitor exhibited signs of physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) to zoll manufacturing corporation. The patient using this monitor reported that the monitor made a popping noise and would not power on.